Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: this event was reported to boston scientific corporation through medwatch. The healthcare facility information was not provided and is unknown. Block h6: imdrf device code a0401 captures the reportable event of a pull wire break.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube insertion procedure performed on (B)(6) 2024. During the procedure, the peg tube was pulled through the abdominal wall and then the pull wire broke. No further event information was provided. There were no patient complications reported as a result of this event.